Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastric fundic varices procedure performed on (B)(6) 2022. During the procedure, the device could not deploy the bands. The device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6) 2022*** it was reported that the speedband superview super 7 device was used in the fungus veins and there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation result the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and the ligator head were returned with the device. It was also noted that the ligator head returned with seven bands attached, some of them were moved out from its original position. The trip wire was secured and the slack was taken up correctly. It was noticed that the ligator head teeth were damaged. Additionally, the suture thread presented three knows and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems were noted with the device. The reported event was confirmed. This failure is most likely that user manipulation along the preparation of the device and some technique applied during procedure that ended providing an extra tension to the device caused the damages/bends on the ligator head teeth, once the teeth were damaged/bent the suture thread would have experimented difficulties to release the bands as consequence the failure deployment occurred. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: block b5, block e1 (initial reporters address)

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastric fundic varices procedure performed on (B)(6) 2022. During the procedure, the device could not deploy the bands. The device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.